Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1223s 9mm cannulated coring reamer trephine opened too wide and lost its intended function. This occurred during an acl reconstruction, and no patient was affected. The procedure was completed by opening a second trephine.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the distal end of the coring reamer at the teeth end bent and damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0070-eo - e. Warnings - 9. Coring reamers only: excess drilling force in conjunction with any angulation changes of the drill during reaming may result in coring reamer deviation or failure of the device. The most likely cause of the reported failure can be attributed to user-applied excessive mechanical forces, misaligned insertion, and/or prying or leveraging the device during the drilling process.